Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the screen was definitely faded and not very clear anymore, sometimes a little more difficult to read info. It was reported that the light button had to be pressed harder for pump to respond. The customer stated that the pump had rejected new battery before and unexplained no delivery alarms. The insulin pump will not be returned for analysis.